Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was 340 mg/dl at the time of incident. Customer stated that the drive support cap was sticking out and the bottom part of the insulin pump fell out. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or a33, excessive no delivery test or verify motor error alarm due to broken or detached end cap and loose drive support disk. Motor passed motor test.